Event description:
Customer reportedly obtained a result of >200mg/dl while the doctor's device read ~ 90mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.